Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent an endovascular procedure to repair an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2017, follow up computed tomography (CT) showed a type ii endoleak originating from the lumbar arteries. It was also reported that the diameter of the aneurysm was enlarged from 68 mm to 72 mm. On (B)(6) 2018, reintervention was performed. The lumbar arteries were coil embolized, and the aneurysm sac was embolized using n-butyl-2-cyanoacrylate (nbca). Also, a stent graft (detail unknown) was additionally implanted to extend the previously implanted endoprosthesis just proximal to the bifurcation of the left external and internal iliac artery. It was reported that no distal type I endoleak was confirmed, and the physician elected to extend the left leg as a preventative measure. The patient tolerated the procedure.